Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed detailed instructions provided by technical support, which included inspecting and cleaning certain components of the pump, ensuring the cartridge was properly attached, and successfully completing the load process, allowing them to resume insulin delivery.